Manufacturer narrative:
The tech replaced and adjusted all four casters to repair the bed.

Event description:
Info received indicates although the brake is engaged, the bed is still able to move side to side.